Event description:
There is concern that the pump mechanism caused hemolysis of red blood cells, leading to hemoglobinuria. A preadolescent female with vater syndrome, status post kidney transplant less than 10 years ago, now with post-transplant lymphoproliferative disorder, received two entire units of crossmatch compatible packed red blood cells (prbc) via the hospira symbiq infusion pump following normal infusion guidelines. The rate of blood flow was 40ml/hr for the first 15 minutes, then 110 ml/hr up to 140ml/hr for the remaining time. The blood was not warmed. The patient had a port with a 20 gauge needle and a negative antibody screen. The transfusions were complete at 11:10. The port was flushed with normal saline following the transfusion. Blood was noted in the patient's urine five minutes later. Vital signs remained stable. A transfusion reaction workup was initiated. Clerical check was okay with no visible hemolysis and a negative direct antiglobulin test. Lab tests showed haptoglobin to be less than 8mg/dl (nl 35-278) and total bilirubin at 2.3 mg/dl, up from 0.6 mg/dl on pre-transfusion testing. Ldh was at 338 units/l. Initial urinalysis was positive for blood (2+) with 0-3 red blood cells seen on microscopic exam. There was an appropriate increase in the hemoglobin/hematocrit. The patient's symptoms resolved without further complication.